Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. (B)(4).

Event description:
Customer claims that the alarm does have power. When the alarm is used with a sensor pad and weight is removed from the pad, the alarm sounds with short static and immediately powers off. The batteries were replaced with the same type. There is no corrosion or loose wires. There is no visible damage to the outside of the alarm unit. There was no pt injury or incident reported.